Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient experienced a needle mechanism failure.

Manufacturer narrative:
The device was received partially deployed with the hard cannula visible past the bottom housing window. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the observed exposed needle and reported event.